Event description:
On day 2 of va ECMO (veno-arterial extracorporeal membrane oxygenation) on the novalung device a formal turndown for va ECMO done at bedside to prove patients' readiness to come off ECMO (extracorporeal membrane oxygenation) support. Upon resuming full ECMO flow patient's spo2 (oxygen saturation) and svo2 (mixed venous oxygen saturation) dropped; circuit and vent titrated to 100% fio2, team at bedside. Post oxy (oxygen) gas drawn on 60% fio2 showing post oxy (oxygen) po2 of 34 mm of hg. Circuit burped, increased to 100% fio2, sweep increased to 2 lpm (liters per minute) and gas redrawn showing po2 of 224. Plan per team is to flow patient at 2.0 lpm (liters per minute), keep circuit at 100% fio2, titrate sweep gas to post oxy pco2. To mitigate further issues patient was left at an fio2 of 100% and post gases were drawn every 2 hours to show erratic behavior of the post pao2. The blender delivering the gas was also switched out and the oxygenator behaved the same way. All were analyzed to show the fio2 being delivered was 100%.